Manufacturer narrative:
This report was submitted to provide information of device explant.

Event description:
This supplemental report is being filled to include device explant information.

Manufacturer narrative:
No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended, however the device is still currently in service. No additional adverse patient effects were reported.